Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient complained of having soreness near the battery site location. The patient said it is a random burning/tingling sensation. The patient first noticed a couple weeks ago after an incident at the grocery store. A man pushed the cart into her back/butt area. Then, the occasional discomfort started. The healthcare professional (hcp) said that the site looked fine and the patient was going to notify the them if it continues. Impedances were within normal limits. The patient also stated that she was trying to charge this week and a screen came up on the recharger stating it couldn¿t find the number. The patient was unable to demonstrate this. If the issue happens again, the patient was going to notify the rep and hcp. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were feeling a throbbing pain across their lower back where the ins is located. The patient wanted to know how long the pain at the ins site would last. No further complications were reported.